Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water cylinder, the air/water tube, and inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. Additionally, the following corrections were made due to errors in the initial report: b5 (describe event or problem) it was initially reported "it was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the air/water cylinder, the air/water tube, and inside the light guide lens. There were no reports of patient involvement." Correction: "it was observed that during the device evaluation, the duodenovideoscope exhibited foreign material inside the light guide lens. There were no reports of patient involvement." H6 (component code) selection includes only 866 - lenses. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 07 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Since the foreign material inside the light guide lens was not adhered to the outer surface of the device, the material would not be eliminated by reprocessing. The cause was likely that the light guide lens was peeled off due to physical stress by hitting/dropping the distal end, and/or chemical stress by chemical solution used. Subsequently, light guide lens was invaded by humidity, then corroded. However, a definitive root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: evis exera ii tjf type q180v operation manual chapter 3 - preparation and inspection. Olympus will continue to monitor field performance for this device.